Event description:
It was reported the programmer suddenly shut itself off. A power supply issue was questioned. No patient complications were reported as a result of this event. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the device would not power up and had a noisy system fan and was out of electrical specification. (B)(4) the rf head cable also test out of electrical specification.

Event description:
It was reported the programmer suddenly shut itself off. A power supply issue was questioned. No patient complications were reported as a result of this event. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis found that the device would not power up and had a noisy system fan and was out of electrical specification. (B)(4) - the rf head cable also test out of electrical specification.